Event description:
A healthcare professional reported that, during intraocular lens implantation surgery, the posterior haptic broke when injecting the lens into the patient's eye. It was believed that the issue was due to the surgeon using a push injector instead of the screw injector which he used to. There was no patient harm.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information provided in h.11. Correction: on supplemental MDR the method code was inadvertently submitted as b01. The method code b17 was already submitted in initial MDR. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. A qualified cartridge and viscoelastic were indicated with a non-qualified "push" handpiece. The root cause for the reported haptic damage appears to be related to a failure to follow the instructions for use (IFU). It was indicated by the reporter to be due to the surgeon using a "push" injector instead of the screw injector they are used to. Company does not make a ¿push¿ injector. This would be a non-qualified handpiece. Company foldable intra ocular lenses (iol)s are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Due diligence has been performed in an attempt to obtain further information on this event. The facility has not responded to requests for follow-up information. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).